Event description:
It was reported that the "arthroscopic shaver tip broke off in patient during procedure." The procedure was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection revealed biological material was observed on the distal tip of the device, indicating the device was used clinically. The distal tip of the inner shaft was observed to be broken and detached. Additionally, galling was observed on the inside the distal tip of the outer shaft. Based on the galling inside the distal tip of the outer shaft, the most likely causes for the reported issue were determined to be: 1) the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade; and/or 2) excessive lateral forces exerted on the device during clinical use may have caused the teeth of the inner shaft to contact the cutting edges of the outer shaft, causing the teeth to catch on the outer shaft as the device rotated, and the observed galling and damage to the device. Stryker sustainability solutions' instructions for use states: "do not allow the arthroscopic shaver to come in contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the complaint device indicates that the device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2014-00004 where the tip broke off and the procedure went from an arthroscopic to an open procedure in order to remove the tip of the device even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.